Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a patient presented in-clinic with pain. The patient had bitten into a raw carrot on the previous day. Their dental implant was mobile, and was removed. The implant was explanted approximately two and a half weeks after initial placement. Inflammation was also reported.